Event description:
It was reported that an increase in pacing threshold, low sensing, and t-wave oversensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.